Event description:
It was reported that the implantable cardioverter defibrillator exhibited inappropriate shock due to incorrect interpretation of signal. It was also noted that some egms were missing. Programming changes were performed. There were no patient consequences.